Manufacturer narrative:
H3: the enclosure detector was returned to the manufacturer for analysis. The enclosure detector was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The system control plate was returned to the manufacturer for evaluation. Testing found that a known operational imaging system comp uter would not power on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000416, serial/lot #: (B)(4), s/n: (B)(4). The lot # of bi71000195 is rev. 1, s/n (B)(4). The power tray was returned and analyzed. The complaint was unable to be confirmed. The returned fuses in the power tray tested good. The power tray was installed in a test system and the system powered on, readied and functioned as expected multiple times. Several 2d and 3d images were taken and were successful. No problem found while under test. Codes b01, c19 and d14 are applicable. The cable chain assembly was returned however the cable was missing from the assembly. No damaged cable was returned with the assembly. The cable assembly was incomplete. Codes b01, c07 and d02 are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the power enclosure was returned for analysis. Functional testing determined that the enclosure was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the manufacturer representative went to the site to test the imaging system. The system was unloaded and moved into or after the repair in the warehouse). Dose and iq checks were performed. Navigation accuracy was controlled. System functions checked. The cable motion if enclosure to gantry gpio enclosure was replaced. System functions checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that that the system was unloaded and moved into or (after repair in warehouse). Dose and iq checks were performed. The navigation accuracy was controlled. System functions checked.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. System interface board, power conversion enclosure, power tray (rotary switch) and battery charger enclosure were all replaced and the issue was not resolved. The gantry gpio enclosure was determined to be the defective part. The part has not been replaced at the time of filing. Other relevant device(s) are: product ID: b i71000860, serial/lot #: (B)(4); product ID: bi71000861, serial/lot #: none; product ID: bi71000175, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that it was not possible to do a 2d or 3d scan. The system stayed in standalone mode. The issue occurred during post op. The system was restarted several times but the issue did not resolve. Additional information was received stating that the case a tibia fracture. The site decided to not do the final scan and used a different system instead for the rx.